Event description:
It was reported that a therapeutic sling procedure for urinary incontinence was performed in 2004. Later that day the pt presented with pain. Pt was kept in the hospital and three days later surgery was performed to repair a perforation of the small bowel. The physician reported that during the placement of this fader tip suprapubic catheter during the sling procedure, he believed he had pushed the tip of the catheter and the stylet into the bowel.